Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states. Patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump had a replace battery now the alarm, the pump buttons were not responding, received a low battery alert, a battery failed alarm and the battery cap gold contacts were loose. The insulin pump was suspended. Troubleshooting was performed and the customer received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. A replacement pump will be provided to the customer. The customer discontinued using the pump and it will be returned for product analysis.

Manufacturer narrative:
Customer returned pump for alleged cosmetic damage, unexpected battery power loss, keypad unresponsive, battery lasts less than expected, failed battery test, battery cap contact missing/damaged, and unexpected suspend [low sg] found on (B)(6) 2023. Pump was not received with original battery cap the pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment, however, a partially broken retainer ring at the knit line was noted during visual inspection. No unexpected suspends were noted during testing. No battery alerts, alarms, or anomalies were noted during testing. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert on the event date of (B)(6) 2023 at 01:34:00.000. Pump alarmed a replace battery alert on the event date of (B)(6) 2023 at 08:29:00.000. Pump alarmed a replace battery now alarm on the event date of (B)(6) 2023 at 09:00:00.000. Pump alarmed a power loss alarm on the event date of (B)(6) 2023 at 09:11:36.000. All previously mentioned battery alarms were expected. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, serial number label missing, partially broken retainer, retainer knit line damage, and cracked reservoir tube lip. Cosmetic damage was confirmed. Unexpected battery power loss and battery lasts less than expected were not confirmed. Failed battery test was not confirmed during testing. Unable to verify customer's complaint for battery cap contact missing/damaged due to pump not being received with original battery cap. Unexpected suspend [low sg] was not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Retainer ring damage was confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.